Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad and rca. After the first stent implantation in lad then 'snow plow' plaque shift was reported on the same day. This was treated by implantation of two resolute onyx des in the lad. The investigator assessed the event as possibly related to the index device and not related to the antiplatelet medication. The patient recovered .